Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain via a manufacturer¿s representative (rep). The rep reported that when the patient was either sitting or walking for a length of time in those positions, the patient would feel an increase in intensity or stimulation was turned off. The rep reported that the patient had adaptive stimulation turned on and the device did recognize the correct position. The rep reported that the patient was walking the other day, reported he noticed on the controller, the intensity was at 5.0 and then jumped to 8.0ma. The rep reported that the patient never said 0.0ma or off on the controller. The rep reported that the patient turned off his adaptive stimulation and wasn¿t complaining of increased intensity or feeling stimulation turned off. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the adaptive stimulation increasing on its own or turning off wasn¿t determined. The rep reported the orientation was checked and confirmed using the clinician programmer at the patient meeting and intensities reset, but the definite cause was undetermined as the patient didn¿t have an episode at the meeting. No further complications were reported.